Manufacturer narrative:
The company service rep examined the system and could not duplicate the problem reported. Preventative maintenance was performed with the tubing and remote batteries replaced. The tubing and batteries were disposed of. The system was then tested and met all product specifications. The root cause of the pt's event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. (B)(4).

Event description:
Adverse event(s): "posterior capsule tear" (capsular bag tear, posterior). Product problem(s): "system not aspirating" (aspiration issue). The facility clinical director reported the system was not aspirating and a posterior capsule tear may have occurred. Multiple attempts were made for more info and pt status with no response to date.